Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. No alarm was noted for a compromised force sensor system. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer's pump was squirting insulin during the priming process. Her blood glucose was 109 mg/dl at the time of reporting. An a33 alarm was discovered in the insulin pump's history. The customer was advised to revert to a backup plan. The insulin pump is being returned. No additional information was reported.